Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked after the device fell from a counter, rendering the screen nonfunctional while the pump otherwise appeared to run, and the device was no longer watertight; education was provided to discontinue use due to unknown functionality and to replace the device. Symptoms included hyperglycemia with a reported maximum glucose of 380 mg/dl lasting about three hours, without ketone testing, medical intervention, or other assistance. Outcomes included temporary interruption of therapy management and the need for device replacement. Investigation included a review of the reported event, product-use history, and return logistics, as well as counseling on shutdown, data sync to the mobile app, use of cgm via dexcom app or receiver, and start-up requirements for the replacement device. Investigation of this case revealed damage to the device display component consistent with patient handling and physical impact, resulting in loss of touchscreen function and loss of watertight integrity. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop.